Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: the complaint device was visually examined. It was not possible to functionally test the complaint device as the device was leaking when opened. The device was inspected for any hairline fractures or cracks and none were observed. The switch was removed. The float was observed to have a sharp edge at the base. The silicone tube was observed to be perforated upon inspection. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause of the reported difficulty is a design constraint of the product. (B)(4).

Event description:
Same case as: 2134265-2015-01893. It was reported that an air leak occurred. While preparing the floswitch for an aneurysm coiling procedure, an air leak was noted. It was noted that normal air pressure of the device was used. The procedure was completed with a different device. There were no patient complications reported.

Event description:
Same case as: 2134265-2015-01893. It was reported that an air leak occurred. While preparing the floswitch for an aneurysm coiling procedure, an air leak was noted. It was noted that normal air pressure of the device was used. The procedure was completed with a different device. There were no patient complications reported.